Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) cannot be pressed down, and the plug cannot be released. There was no reported patient injury. Additional information was requested but not provided. The device was used with a non-cordis sheath. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of the device, and there were no signs of device or package damage prior to use. The device was stored and prepared according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle, but the vessel diameter was not verified to be greater than or equal to 5 mm. The puncture site showed no calcium, plaque, tortuosity, stent, or stenosis greater than 50%. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved with manual compression. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed a significant reduction in pulsatile flow and until the indicator window turned solid black. During deployment, the button could not be depressed at all, despite the indicator window showing solid black. No red color was observed in the indicator window during retraction. One non-sterile exoseal vascular closure device 5f, involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be fully depressed during the functional analysis, with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. An antegrade approach was reported. "The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach.the IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿." The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) cannot be pressed down, and the plug cannot be released. There was no reported patient injury. Additional information was requested but not provided. The device was used with a non-cordis sheath. One non-sterile exoseal vascular closure device 5f, involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be fully depressed during the functional analysis, with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) cannot be pressed down, and the plug cannot be released. There was no reported patient injury. Additional information was requested but not provided. The device was used with a non-cordis sheath. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.